Event description:
Related manufacturer reference number: 2017865-2023-15818. It was reported that the patient presented to the emergency room. Upon device interrogation and through chest x-ray imaging it was evident that the atrial and right ventricular leads were dislodged. The leads were explanted and replaced. The patient condition was stable.